Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device exhibited an infection at the insertion site. Consequently, the device was removed. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device exhibited an infection at the insertion site. Consequently, the device was removed. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device exhibited an infection at the insertion site. Consequently, the device was removed. No additional adverse patient effects were reported.